Event description:
Had a lap-band implanted in (B)(6) 2010. It slipped, repositioned (another surgery) (B)(6) 2011. Severe gerd, esophageal spasms 2012-2014. Per (B)(6) 2014 endoscopy band had slipped again and eroded into my stomach. Had it removed (another surgery with 3 day hospital stay) (B)(6) 2014.